Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net transmission with far r-wave oversensing on the atrial channel. Programming change was performed. Patient was stable during and after intervention.